Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found a broken pitch cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the wrist. Other cables at the wrist were not damaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during cleaning and sterilization process, broken wires were identified on a prograps forceps instrument. There was no allegation of harm or injury to a patient. There were no reports of any fragment(s) falling into the patient.